Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported via email by insulet customer service that the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The cgm was reading low, and the blood glucose reading was not checked. The patient self-treated the urgent low reading with drinking juice. After an hour, the patient felt tired and had blurry vision where she then took her fingerstick, bg was 400 mg/dl while the cgm was still showing "low". The patient's husband called the ambulance and was transported to the hospital. There, the patient was treated with an insulin drip. Once the patient recovered, she was discharged later that evening. At the time of the call, the patient was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was received on (B)(6)2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)2023, it was reported via insulet complaint and tech support follow up call on (B)(6)2023, the patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the abdomen. The cgm displayed low readings, so the patient thought she was really low, and self-treated with ¿a lot of juice¿ based upon the cgm values. After an hour she felt tired and had blurry vision. She checked her bg using a glucometer and the bg finger stick value was 400 mg/dl and the cgm value was 44 mg/dl (low). Her husband called emergency medical service. She was transported to the hospital via ambulance where she was treated with IV insulin. She was discharged home in good condition after her bg level stabilized later the same day. After the event she calibrated the sensor. At the time of the report, she felt normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.